Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not establish. However, based on the results of the investigation, the most probable cause of the complaint (forceps channel port has corrosion, light guide cover glass has corrosion) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign object in air/water cylinder, light guide lens, corrosion in forcep channel port and corrosion in light guide lens. There was no patient involvement.